Event description:
Per the clinic, the electrode array was accidentally pulled out of the cochlea during a routine ear inspection. During the cleaning process the ent specialist pulled out the electrode array with a hook by accident.the device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. No device malfuction.